Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "sensor ended" message upon scanning the adc device. The customer was able to be contacted and indicated they felt hypoglycemic and obtained a capillary result of 51 mg/dl on a competitor brand meter. The customer was treated with juice provided by spouse. There was no report of death or permanent impairment associated with this event.